Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 392mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.